Event description:
Caller states the pt tested greater then 8.0 inr on the coaguchek s system and 3.95 inr on a comparison lab. Pt's coumadin was held pending lab results. No adverse event reported. Requested return of suspect device and replacement was sent.